Event description:
It was reported that the customer had a no delivery alarm on the pump. Customer stated that the basal rate was working fine. Customer stated that he went to program the blood glucose but because it was high and the bolus wizard was used, he got a no delivery alarm when he tried to deliver the bolus. Customer changed out the tubing and reservoir and then, the pump delivered. Customer stated that he tried to deliver today and still got a no delivery alarm. Customer did not change out the site. Customer's blood glucose level was 223 mg/dl and the current blood glucose level is 317 mg/dl. Customer performed a 5.0 fixed prime, but the insulin did not exit. The insulin pump alarmed during manual prime and the customer was advised to change out the infusion set. It is possible that the 6mm may not be inserting deep enough. Customer stated there were air bubbles in the tubing. Customer stated that the insulin was not coming out of the end tubing. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.